Manufacturer narrative:
H3, h6: the ndi camera polaris spectra, part number pfsr200027, serial (B)(6) and used for treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. A visual/functional inspection cannot be completed as no device was returned for evaluation. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. While the reported problem was not confirmed during evaluation, the most probable contributing factor(s) to the reported problem is electrical failure within camera. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
H3, h6: the ndi camera polaris spectra, part number pfsr200027, serial (B)(6) used for treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. The camera was connected to a navio system and a case created. The camera infrared failure error displayed. An event log review was completed. The reported problem was confirmed. The event log identified numerous illuminator current faults. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical CAPA, hhe/pra, field action review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. The most likely cause is a failure of the internal infrared led board(s) of the camera. The camera is an OEM product and cannot be disassembled further to arrive at a root cause. This failure is an identified failure mode within the risk assessment. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a navio assisted surgery, it was found that the amber led on the ndi camera polaris spectra was active. The error "camera infrared failure" popped up on the screen. The procedure was completed with the same device without delay. The patient was not harmed.